Manufacturer narrative:
E1: initial reporter address 1: no. (B)(6). E1 initial reporter phone: device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Damage was identified on multiple blades. The first blade had a 2mm portion of the proximal end of the proximal segment detached with no damage to the blade pads. The second blade had a 2mm portion of the proximal end of the proximal segment detached with no damage to the blade pads. The third blade had no damage to the blades or blade pads. The tip showed no signs of tip damage. The polymer extrusion was flushed using a flushing needle through the port exchange and no problem was detected.

Event description:
It was reported that the catheter was blocked and could not be flushed. The 95% stenosed target lesion with a length of 19 mm, a diameter of 3.0 mm was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 10mmx2.50mm wolverine cutting balloon monorail was selected for use. During unpacking and water injection test, it was found that the catheter was blocked and could not be flushed. The problem could not be solved by trying to retest 3-4 times. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed that damage was identified on multiple blades.